Event description:
The patient underwent tha with centpilar tmzf ha right#4, adept 48mm cup and adept v40 modular head 40mm 0mm neck on (B)(6) 2008. Hydrop around hip joint was confirmed on (B)(6) , 2015. In the revision surgery which was undergone on (B)(6) 2015, foreign material like corrosion was confirmed at connection area between stem and adept head. Also, there were black soft tissues and necrosis around the stem neck area. The surgeon says this case is armd. The patient is too old, so stem was not removed. Only adept cup and head were replaced to trident cup, x3 liner, titanium sleeve and delta head. The surgeon needs the analysis of foreign material like corrosion.

Manufacturer narrative:
The patient is (B)(6). An event regarding altr involving a centpillar stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned as it remained implanted. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, pathology report, operative reports, x-rays, patient history, progress notes are needed to fully investigate the event.

Event description:
The patient underwent tha with centpilar tmzf ha right#4, adept 48mm cup and adept v40 modular head 40mm 0mm neck on (B)(6) 2008. Hydrop around hip joint was confirmed on (B)(6) 2015. In the revision surgery which was undergone on (B)(6) 2015, foreign material like corrosion was confirmed at connection area between stem and adept head. Also, there were black soft tissues and necrosis around the stem neck area. The surgeon says this case is armd. The patient is too old, so stem was not removed. Only adept cup and head were replaced to trident cup, x3 liner, titanium sleeve and delta head. The surgeon needs the analysis of foreign material like corrosion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.